Manufacturer narrative:
The reported event of overheating was not duplicated; however related component failures were found. The reported event of the foot being bent was duplicated and confirmed. Visual inspection during disassembly found debris affecting the bearings. Debris can build up in the device over time; however, cleaning practices can contribute. Debris causes the bearings to gradually lose their rotational properties through degradation, which can cause frictional heat. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the duraguard was getting hot. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After receiving at manufacturer facility it was found that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane.